Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. Unique device identifier (UDI) (B)(4). Phone: (B)(6). Fax: (B)(6).

Event description:
The initial reporter received a questionable low urea nitrogen result for one patient tested on a cobas 8000 c 702 module. The customer confirmed no questionable results were reported outside the laboratory. The customer performed repeat measurements with the sample on the same analyzer. At 05:55, the patient's initial urea nitrogen result was 273.8 mg/dl with a data flag. At 06:10, the patient's sample was placed in a sample cup and the repeat urea nitrogen result was 31.8 mg/dl. The customer didn't trust this result and performed an additional measurement. At 06:38, the customer performed a 1:3 dilution with the patient's sample and the urea nitrogen result was 267.7 mg/dl. The customer determined the patient's diluted urea nitrogen result of 267.7 mg/dl was correct. The urea nitrogen reagent lot number was 519464 with an expiration date requested but not provided.

Manufacturer narrative:
The customer stated a sample clot alarm occurred during the patient's first measurement, but the sample probe was not checked or cleaned after the alarm occurred. The investigation reviewed the system's alarm trace but the sample clot alarm could not be found. The investigation determined the event was consistent with a sample pre-analytical issue as well as not checking the sample probe after the sample clot alarm.